Event description:
It was observed on interrogation that the lead was found to not be sensing or capturing appropriately. Patient admitted to hospital and booked for lead replacement. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2024. We received the lead under complaint including x-ray images and an ECG photo. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The available photo of an ECG excerpt showed an asystole for 2.2 s consistent with the clinical observation. The x-ray images depicting the lead during the revision procedure were inspected. No visible damages could be noted. The lead appeared dislodged. However, since no comparative x-ray image was available for the time of implantation, no definite assessment can be made regarding a changed lead position. The lead itself was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. In conclusion, the analysis of the lead did not reveal any sign of a material or manufacturing problem. Based on the available information, a lead dislodgement should be considered as the cause of the clinical observation.